Event description:
Trinity/ metafix revision of ecima liner, biolox delta ceramic head and stem after 2.5 weeks due to infection and dislocation.

Manufacturer narrative:
Per comp (B)(4) initial report - additional information including: - post primary and pre revision x-rays. - operative notes (primary and revision). - patient weight, activity level and medical history. - an update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity/ metafix revision of ecima liner, biolox delta ceramic head and stem after 2.5 weeks due to infection and dislocation.

Manufacturer narrative:
Per (B)(4) final report: additional information including: post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, an update on the patient post revision. Has been requested in order to progress with the investigation of this event, however no additional information has been provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection and dislocation. Based on the above, no further investigation can be conducted. Infection is a known risk with any invasive surgery and it has been stated by the surgeon that they believe the dislocation was due to swelling from the infection. Therefore, this case is now considered closed. The root cause of the infection could not be determined however, it has not been directly linked to the device design or performance. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.